Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was updating during a case the customer stated that the malfunction occurred while user tried to issue medication to a patient, that caused a delay. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was updating during a case. The customer stated that the malfunction occurred while user tried to issue medication to a patient, that caused a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that station was updating during case. A technical support specialist (tss) confirmed that the customer was able to reboot the station and showing login screen. The tss confirmed with the customer that issue was resolved. The system functioned as intended after the technical support specialist verified the device.